Event description:
Customer reports that after obtaining a result on the compact plus system a value of 6 or 11 mg/dl appears in the result field. The value of 6 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on values. No adverse event reported. Requested return of suspect device and replacement was sent.